Event description:
It was reported that the patient received multiple inappropriate therapies due to noise on the ventricular channel. X-ray revealed possible externalized conductors. The device and lead were replaced. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.